Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the left meniscal repair the sled on the maxfire device got jammed up and it couldn't get sled back inside gun. Surgeon had to use another to complete the procedure. No additional information is available form this event at this time.

Manufacturer narrative:
Visual examination of the returned product identified none of the sutures were deployed. The trigger was operated and each suture came out as intended. The device functions as intended. All pieces are in place and in working condition. Complaint cannot be confirmed. Review of the device history record identified no related deviations or anomalies. A definitive root cause cannot be determined as the returned device functions as intended. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.